Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: there was a perforation post device deployment. Site ballooned with 10 x 40 balloon and then a 11 x 5 covered stent was placed. Additional information: procedure was a tavr, artery access was right cfa, no calcification or tortuosity was reported, no issue with advancing or withdrawing procedure sheaths and patient was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team which revealed an artificial hip replacement present, the presence of a perforation/dissection, and bleeding at the access site. The device lot history record review for lot indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a high positioned access after multiple attempts. Vasculature was noted as 10.0 mm, mild tortuosity in the iliac, with a depth measurement of 5.5cm + 1cm. The instructions for use warns not to use manta if there is marked tortuosity of the femoral or iliac artery. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, a post angiogram indicated the presence of a perforation, and bleeding continued at the access site. Balloon inflation was applied to tamponade and a covered stent was deployed to address the bleed. Hemostasis was within fifteen minutes and the patient outcome post procedure was fine. The suspected root cause of the extended hemostasis requiring a covered stent may likely be due to the perforation in the access site area and user error in utilizing manta in a patient with a high access. A high access site can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. Additionally, a perforation/dissection present at the access site may cause the manta anchor not to catch the artery wall as designed, creating a non-optimal seal which clinically presents as extravasation. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The severity of harm is ranked as a 4 based on the event of extended hemostasis requiring endovascular intervention (covered stent). The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection; and perforation of iliofemoral arteries, causing bleeding/hemorrhage, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage and vessel laceration or trauma.